Event description:
During a ptca procedure of a totally occluded rca on a hemodynamically unstable pt the physician was unable to use a wire extension. Therefore, the guidewire was removed and access was not achieved a second time. The pt further decompensated and expired.